Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight and verify the insulin exits the tubing. The customer stated the insulin did exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer stated the pump alarm no delivery. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.